Manufacturer narrative:
H3 other text: device remains implanted.

Event description:
A patient was revised to provide supplemental fixation following fracture of two ozark screws. One ozark screw at c7 was noted to have fractured approximately 6-months post-operatively; one ozark screw at c4 was noted to have fractured approximately 26-months post-operatively. The devices remain implanted. This report captures the fractured ozark screw at c7.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A patient was revised to provide supplemental fixation following fracture of two ozark screws. One ozark screw at c7 was noted to have fractured approximately 6-months post-operatively; one ozark screw at c4 was noted to have fractured approximately 26-months post-operatively. The devices remain implanted. This report captures the fractured ozark screw at c7.